Event description:
Unable to interrogate device after 16 days implanted.

Manufacturer narrative:
Upon receipt, the device could not be interrogated, confirming the clinical observation. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was revealed that the fuse separating the battery from the electronic module had blown as well as several other electric components had been damaged. As a result of the damages the device could not be interrogated properly. The damage symptoms clearly indicate a high current condition and allow conclusions to be drawn on invasive external influences such as external defibrillation or cardioversion, which led to the clinical observation. In general the ICD is protected against the high voltage discharge during an external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. However, based on the information available for analysis the root cause was not fully determinable. In a next step, the manufacturing process of the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.